Manufacturer narrative:
Examination of the returned instrument confirmed one of the four tines broke off. The root cause is attributed to the supplier's manufacturing process; the teeth are shifted 0.3 mm from the normal axes of symmetry of the instrument body. A preliminary risk assessment was conducted on july 15, 2013 and determined no patient risk and found the mating products still functioned as intended, documented in dva-108197-pra via eco-435682 completed on september 9, 2013. The supplier initiated CAPA (B)(4) on july 03, 2013 to document the root causes and corrective actions being initiated. Depuy CAPA 001673 was initiated on july 25, 2013 to document all information related to this issue. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirmed one of the four tines broke off. The root cause is attributed to the supplier's manufacturing process; the teeth are shifted 0.3 mm from the normal axes of symmetry of the instrument body. A preliminary risk assessment was conducted on july 15, 2013 and determined no patient risk and found the mating products still functioned as intended, documented in dva-108197-pra via eco-435682 completed on september 9, 2013. The supplier initiated (B)(4) on july 03, 2013 to document the root causes and corrective actions being initiated. Depuy (B)(4) was initiated on july 25, 2013 to document all information related to this issue. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Broken flange tip on green locking screw driver from delta extend. Update: new information became available per analyst on (B)(6) 2013. Update for this complaint was done on (B)(6) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.